Manufacturer narrative:
Engineering evalution noted that the revision reported was likely the result of loss of biological fixation to the acetabular cup, which allowed for the cup to migrate out of position.

Event description:
Revision performed due to implants not growing in.

Manufacturer narrative:
Pending engineering evaluation.

Event description:
Revision performed due to implants not growing in.